Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. The right ventricular (rv) lead exhibited possible loss of capture and the right atrial (ra) lead exhibited undersensing. The leads remain in use. No further patient complications have been reported as a result of this event.